Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was not possible to connect the leads during a pacemaker replacement. During the procedure, upon leads disconnection, the leads were tested and proper functioning was observed. Then, the atrial lead could not be inserted in the connector port. The ventricular lead could be inserted and its impedance was measured at 500 ohms. Nevertheless, no ventricular pacing was observed. The leads were subsequently replaced by non-microport leads. Upon lead connection to the pacemaker, the same issue was observed in both cavities. Another pacemaker was implanted.

Event description:
Reportedly, it was not possible to connect the leads during a pacemaker replacement. During the procedure, upon leads disconnection, the leads were tested and proper functioning was observed. Then, the atrial lead could not be inserted in the connector port. The ventricular lead could be inserted and its impedance was measured at 500 ohms. Nevertheless, no ventricular pacing was observed. The leads were subsequently replaced by non-microport leads. Upon lead connection to the pacemaker, the same issue was observed in both cavities. Another pacemaker was implanted.

Manufacturer narrative:
Please refer to the attached analyze report.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was not possible to connect the leads during a pacemaker replacement. During the procedure, upon leads disconnection, the leads were tested and proper functioning was observed. Then, the atrial lead could not be inserted in the connector port. The ventricular lead could be inserted and its impedance was measured at 500 ohms. Nevertheless, no ventricular pacing was observed. The leads were subsequently replaced by non-microport leads. Upon lead connection to the pacemaker, the same issue was observed in both cavities. Another pacemaker was implanted.